Event description:
It was reported that the customer was hospitalized due to high blood sugars and dka. Customer's blood glucose reading at the time of hospitalization was 659 mg/dl. Caller stated that the customer's insulin pump was alarming no delivery and low reservoir prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.